Event description:
Patient had a c-section on (B)(6) 2015. Incision was closed with subcuticular skin staples. On (B)(6) 2015, incision separated slightly at midline requiring steri strips to keep wound closed. This was the second report by the surgeon of this type of event happening in the last few weeks.